Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during shoulder rotator cuff repair surgery, the spring at the jaw passing suture of the truepass was deformed and could not be returned back after the jaw was over wired and could not be used. There was a change in surgical technique and no significant delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed the device batch and product number laser engraved on the device match the reported numbers. The spring at the distal tip of the jaw appears to be bent more than manufacturer intended. The spring is raised from the device due to wear. A functional evaluation revealed the device functioned as expected. A review of the customer provided images reveals the devices batch number, product number, and the spring that has become worn on the device. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed and the root cause was associated with a component failure. Factors, which could have contributed to the complaint event, include premature wear and tear of the device.